Event description:
On (B) (6) 2008, the patient was implanted with a perigee device. On (B) (6) 2009, it was reported that the patient had pelvic pain/discomfort. On (B) (6) 2009, it was resolved when the perigee left arm sulcus was released.